Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection revealed that the tubing of the set had been sealed. The reported condition was verified. The cause of the condition was determined to be a packaging issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a continu-flo primary administration set was ¿melted.¿ this was noted before use. There was no patient involvement. No additional information is available.